Manufacturer narrative:
(B)(4). Date sent: 6/30/2020. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad.

Manufacturer narrative:
(B)(4). Batch #t9521n. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? Unknown. Did the white tissue pad fell off? Yes. ¿is the white tissue pad completely missing from the clamp arm of the device? Yes.

Event description:
It was reported that during an unknown procedure, the white tissue pad completely fell off the clamp arm of the device. There were no patient consequences reported. No additional information is available at this time.